Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. Patient reported current return of frequency. She was very uncomfortable because of urgency and wanted to try changing program before the appointment. She had an appointment with a manufacturer representative (rep) at 3 on the day of this call. She had changed the amplitude about 5 times by herself. She had turned it up twice in the last two weeks, it seemed to help. She got up to program 4 at 2.35v but was currently at 2.3v. Patient stated the implantable neurostimulator (ins) was nearing normal battery life per rep¿s estimate 6 months ago that it would last about another month from now. Her next appointment was supposed to be in oct but rep thought ins might be dead by then. On the day of this call, patient was instructed to change from program 4 at 2.3 to program 1 at .9 v but once the program was changed, it was too strong and reviewed it was actually at 1.9v. She decreased and set to 1.35v and that was comfortable but she chose to decrease to 1.25 for now. It was also reported that patient had return of frequency initially in april and rep adjusted the program and that resolved the issues. Patient stated she was not implanted for dripping, she had ins for frequency. Additional information received from the patient who said their manufacture representative (rep) switched their settings to program 1 on (B)(6) as they were having urgency. The patient now wants to increase stimulation because they have been getting up twice during the night and they have been getting up quicker to go to the bathroom. When the patient turned on their patient programmer (pp), they noticed they were back on program 4 at 0.0v instead of program 1. They report not touching their pp since their appointment; the patient needs help getting back to program 1. The patient turned therapy on and felt stimulation in the correct area. They were changed back to program 1 and stimulation was comfortably set to 1.15v. Therapy expectations were reviewed and the patient was directed to their healthcare provider (hcp) to discuss their symptoms. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer (con). It was reported that a technician had changed their program for the patient in the hcp office on (B)(6)2017, from program 4 at 2.25. They were then helped to reset it to program 1 at 1.15. They still felt the impulse that kept them awake at times during the night. They turned it down to 1.0 and it was working well at that. They had a surgery scheduled for (B)(6)2017 to have a new battery put in.